Event description:
During follow-up, episodes of atrial fibrillation were missing from the memory of the device. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.